Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was able to be confirmed. Confirmation of the alarm occuring was recorded. A failure in the event writing had occurred. The device's main board needs to be replaced to resolve the issue. Since the lease term has already ended, the unit will be returned to the sales office without being repaired. The unit will be scrapped after returned.